Event description:
The ge oec 9800 fluoroscopy system was reported to have the monitors intermittently go black. This issue occurred several times in the last 2 months.

Manufacturer narrative:
A ge oec service rep investigated the issue and could duplicate the malfunction. All pcbs were re-seated and the contacts cleaned. There was an error in the event log that showed the generator interface node had dropped out of the day of the malfunction. Additionally, the low voltage power supply was noted below the 5 volt threshold and was adjusted appropriately. The system was tested extensively and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.